Event description:
It was reported that during a laparoscopic colectomy procedure after inserting the device into the patient, the device would not open. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the ec60a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.